Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed pretest for sticky speed trigger, in ¿off¿ mode, oscillation/ forward/ reverse mode function, oscillation angle, switching function forward/ reverse and power with test bench. During service/ repair, it was determined that the electronic control unit (ecu) had no amperage. It was further determined that the issues were consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the small battery drive device had no power. During in-house engineering evaluation, it was observed that the device failed pretest for sticky speed trigger. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.